Event description:
Caller reported a continuous glucose monitor (cgm) error 42. Caller successfully started their sensor session after resetting the pump without encountering the cgm error code again. There was no reported impact to the customer¿s blood glucose level.